Event description:
Treatment of an avm. It was reported during embolization of the 5th feeder, the pt experienced subarachnoid hemorrhage and brain hemorrhage. The physician commented the hemorrhage was caused by vessel perforation by the mirage guidewire or transend 10 guidewire. No complications were reported with the pt as a result of the event.

Manufacturer narrative:
The device will not be returned for eval as it was discarded. (B)(4).